Event description:
A vaxcel pasv port was placed for the therapeutic purposes in 2003. On an unknown date, it was found that the catheter had fractured 5 cm from the port but was still attached; the fractured piece had not migrated. The port was removed.